Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and atrial fibrillation occurred. The subject was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, the subject was on a prior regimen of aspirin. A lotus introducer was placed and the aortic valve was treated with balloon aortic valvuloplasty (bav). No conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27mm lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the subject developed new onset lbbb and new onset atrial fibrillation. Hospitalization was prolonged and the atrial fibrillation was treated medically. The subject was recommend to start on apixaban. At the time of reporting, the events were considered resolving.